Event description:
Electrical and connection issues were noted to the subject pacemaker. During a follow up performed on (B)(6) 2014 ventricular lead impedances above 3 kohms were noted. There was no stimulation of the ventricle neither with the maximum voltage neither with the unipolar configuration and some noise was displayed during the detection test. A re-intervention was performed on (B)(6) 2014. During the procedure it was noted that the lead came out of the port just by pulling, without using the screwdriver. The physician tried to do again the connection between the pacemaker and the ventricular lead but the screw couldn't block the is-1 connector of the lead and the lead came out again from the port by pulling. The device was replaced.

Event description:
Electrical and connection issues were noted to the subject pacemaker. During a follow up performed on (B)(6) 2014 ventricular lead impedances above 3 kohms were noted. There was no stimulation of the ventricle neither with the maximum voltage neither with the unipolar configuration and some noise was displayed during the detection test. A re-intervention was performed on (B)(6) 2014. During the procedure it was noted that the lead came out of the port just by pulling, without using the screwdriver. The physician tried to do again the connection between the pacemaker and the ventricular lead but the screw couldn't block the is-1 connector of the lead and the lead came out again from the port by pulling. The device was replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.